Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 400 mg/dl. To address the bg level, the customer delivered a manual injection and stated bg levels were coming down. Reportedly, the customer suspected the cause to be due to a possible site issue. Additionally, the customer reported being a new pump user and was working with health care provider (hcp) on adjusting the pump settings. System check was performed with tandem technical support and showed that the pump was performing as intended. However, the customer declined to remove the infusion site and stated feeling "fine". Recommendation was made to discuss with hcp regarding possible factors that may be affecting bg level.